Event description:
It was reported that during a left anterior descending coronary artery stenting procedure, the xience v stent delivery system met resistance as it was being advanced 2/3 of the way through a non-abbott glidecath inside a 7 fr viking sr guide catheter. The stent dislodged from the balloon and remained in the glidecath. The dislodged stent, stent delivery system, and guide catheters were removed as a single unit. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found blood visible on the hub, shaft, balloon, stent implant, in the guide wire lumen and contrast on the shaft, consistent with preparation and the sds advanced into the patient anatomy. The stent implant had dislodged from the balloon and was located on the shaft proximal to the balloon, confirming the reported dislodgement. There were bent distal stent struts noted. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was a 6f viking guiding catheter returned with blood and contrast on and in the shaft. There was no damage noted to the guiding catheter. There was a non-abbott 6f guide liner returned. There was blood visible on and in the guide liner. The shaft of the guide liner was sporadically flattened for a length 13.5 cm distal to the notch. There was a kink in the guide liner 8 cm proximal to the notch. The tip of the guide liner was oval shaped. The tip length and stent outer diameters were measured and met manufacturing criteria. The inner diameter of the returned 6f viking guiding catheter was measured and met manufacturing criteria. The inner diameter of the tip of the guide liner was 0.056 inches. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. During manufacturing, all sds are 100% checked for damage and crimped stent profile. It is likely the sds interacted with the damaged portions of the guide liner, resulting in the stent becoming damaged as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Damage to the distal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. Further interaction with guiding catheter and the damaged stent would have contributed to the stent ultimately dislodging proximally from the balloon. A search of the lot history record indicated no nonconformance for the lot related to the complaint and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency.